Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A supplemental report will be submitted when additional information is made available.

Event description:
It was reported that prior to use on a patient, the cardiosave intra-aortic balloon pump (iabp) was not charging while in cart. The ac indicator was on, battery indicator was off, the display of the iabp showed it was a hybrid. A getinge service representative asked the customer to place the iabp into the cart again, and it did not work. The getinge service representative asked the customer to place iabp into another cart, and it functioned normally. The getinge representative suspected that the problem was with the cart, possibly the power supply. No patient harm was reported. Subsequently, the customer reported by way of a MDR report to health canada that they recently had a power supply failure while the iabp was plugged into ac power, and that the component failed, switching the device to battery power. The battery drained and was not able to be recharged. The nurse noticed the warning light and had the pump switched out. There was no patient harm. The customer stated that the getinge service technician suggested this has occurred at other facilities. The customer also stated that if the battery alarm was not heard, the battery would have depleted ending iabp therapy with the balloon inside patient.

Event description:
It was reported that prior to use on a patient, the cardiosave intra-aortic balloon pump (iabp) was not charging while in cart. The ac indicator was on, battery indicator was off, the display of the iabp showed it was a hybrid. A getinge service representative asked the customer to place the iabp into the cart again, and it did not work. The getinge service representative asked the customer to place iabp into another cart, and it functioned normally. The getinge representative suspected that the problem was with the cart, possibly the power supply. No patient harm was reported. Subsequently, the customer reported by way of a MDR report to health canada that they recently had a power supply failure while the iabp was plugged into ac power, and that the component failed, switching the device to battery power. The battery drained and was not able to be recharged. The nurse noticed the warning light and had the pump switched out. There was no patient harm. The customer stated that the getinge service technician suggested this has occurred at other facilities. The customer also stated that if the battery alarm was not heard, the battery would have depleted ending iabp therapy with the balloon inside patient.

Manufacturer narrative:
A getinge service representative has advised that the cardiosave iabp is operational, but the cart is not. However, the iabp cart has not yet been evaluated, as we are waiting for the customer to return it. Once the customer has returned the defective iabp cart, a replacement cart will be provided to the customer.

Event description:
Initially, it was reported that prior to use on a patient, the cardiosave intra-aortic balloon pump (iabp) was not charging while in cart. The ac indicator was on, battery indicator was off, the display of the iabp showed it was a hybrid. A getinge service representative asked the customer to place the iabp into the cart again, and it did not work. The getinge service representative asked the customer to place iabp into another cart, and it functioned normally. The getinge representative suspected that the problem was with the cart, possibly the power supply. No patient harm was reported. Subsequently, the customer reported by way of a MDR report to health canada that they recently had a power supply failure while the iabp was plugged into ac power, and that the component failed, switching the device to battery power. The battery drained and was not able to be recharged. The nurse noticed the warning light and had the pump switched out. There was no patient harm. The customer stated that the getinge service technician suggested this has occurred at other facilities. The customer also stated that if the battery alarm was not heard, the battery would have depleted ending iabp therapy with the balloon inside patient. Based on this report, it appears that a patient may have been involved in this event; however, there was no patient harm reported.

Manufacturer narrative:
A company representative has advised that the customer returned the suspected faulty bulk power supply cart (the power supply) and has been provided with a new bulk power supply cart. The said suspected faulty bulk power supply cart was returned to getinge's national repair center (nrc) for failure analysis. A technician at the nrc inspected the power supply per the cardiosave service manual with no visual damage observed. The technician then installed the power supply into the cardiosave test fixture and tested the power supply to factory specifications per the cardiosave service manual. The nrc verified the failure of the batteries not charging in the cart. The power supply failed testing and has been sent to the supplier for failure analysis per procedure. A supplemental report will be submitted when additional information is available. Updated fields: b4, g4, g7, h2, h10. Corrected fields: b5, h6 (patient codes).

Manufacturer narrative:
The supplier returned the power supply to getinge's national repair center (nrc) and upon inspection of the power supply by the nrc technician ,no visual damage was observed. The supplier verified the failure of the batteries not charging in the cart. The supplier traced the fault to a broken conductor on the flyback transformer. The supplier replaced the flyback transformer and the power supply passed testing. The nrc installed the power supply into the cardiosave test fixture and tested the supply to factory specifications per the cardiosave service manual and the batteries charging in the cart was verified . The power supply passed testing. The power supply will be retained in the nrc per procedure.

Event description:
Initially, it was reported that prior to use on a patient, the cardiosave intra-aortic balloon pump (iabp) was not charging while in cart. The ac indicator was on, battery indicator was off, the display of the iabp showed it was a hybrid. A getinge service representative asked the customer to place the iabp into the cart again, and it did not work. The getinge service representative asked the customer to place iabp into another cart, and it functioned normally. The getinge representative suspected that the problem was with the cart, possibly the power supply. No patient harm was reported. Subsequently, the customer reported by way of a MDR report to health canada that they recently had a power supply failure while the iabp was plugged into ac power, and that the component failed, switching the device to battery power. The battery drained and was not able to be recharged. The nurse noticed the warning light and had the pump switched out. There was no patient harm. The customer stated that the getinge service technician suggested this has occurred at other facilities. The customer also stated that if the battery alarm was not heard, the battery would have depleted ending iabp therapy with the balloon inside patient. Based on this report, it appears that a patient may have been involved in this event; however, there was no patient harm reported.